Event description:
The customer's grandmother reported that "there was condensation" in the viewing window of the pod. Upon further inspection of the window, she noticed that the cannula "was not in"; a potential cause of the cannula pulling from the insertion site was not stated. During the first day, this pod was worn, the customer experienced bg levels greater than 500mg/dl with large ketones. The pod will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when his bg levels began to rise. No conclusion can be drawn. Note: the report indicated that "condensation" was seen in the viewing window - the presence of condensation has no impact on the functionality of the pod and would not have affected the customer's bg levels. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into his skin. No lot number was provided - a review of lot qualification records was therefore, unable to be performed.